Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.